Manufacturer narrative:
4/15/1998 - supplemental report #1 submitted to FDA.

Event description:
The device was used during a lar procedure. Reportedly, the staples did not form properly and some bleeding occurred. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.